Manufacturer narrative:
Product evaluation: the complaint cartridge was not returned. Nine unopened cartridges were returned for the lot. One of the nine returned unopened cartridges was pulled for evaluation. The unopened cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. The cartridge was functionally tested per the dfu. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. Root cause: the root cause for the reported foreign material could not be determined. The cartridge complaint sample was not returned. The root cause for the reported issue may be related to a failure to follow the dfu. Information was provided that a non-company iol was used. Per the dfu: the iol delivery system is for implantation of qualified foldable iols. No unqualified lenses should be used with the iol delivery system. The use of non-qualified combinations may lead to delivery issues and/or damage to the lens or the cartridge. Functional testing was conducted with a returned unopened sample for the reported lot number. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the cartridge coating adhered when inserting the lens of another company's iol. The surgery was completed without product replacement and no patient harm. Additional information has been requested.